Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the ins was repositioned as the patient had stated that it was uncomfortable, but then the site became infected and required removal. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative. It was reported that the ins was repositioned as the patient had stated that it was uncomfortable, but then the site became infected and required removal. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient re-reported that their first device had been moved and because it was in a bad spot and they got an abscess. The patient reported they had started the patient on medicine for the abscess and by october it had been so bad they couldn¿t sit down. The patient noted it was very deep and they had to dig it out. The patient reported they put a drain tube in their rear endfrom (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They were asked to clarify what the patient meant by the statement their ins was in a bad spot and what the cause of that was, they responded they were unable to answer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that an abscess and infection developed in the patient¿s left butt cheek in (B)(6) 2017. This was noted to have been caused by a revision surgery which occurred in (B)(6) 2017, and the lithium ins battery leaking in their body. It was noted that the abscess was the size of a baseball, and the pain was so bad that emergency surgery was performed in (B)(6) 2017 to have ¿everything removed;¿ the entire system was explanted. No further patient complications are anticipated or expected as a result of this event.